Manufacturer narrative:
Concomitant products: product ID: 3587a, lot# lc3576, implanted: (B)(6) 2004, product type; lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient¿s pain stimulator started to give a ¿shock¿ or ¿impulse¿ sensation really quick where the lead wire goes down to it and it would not stop. She tried to turn her pain stimulator off but that didn¿t resolve the issue so she just turned it down. No events, falls, or trauma were reported. It was noted that the patient had been in the hospital 2 weeks prior to this event for chest pains and had a heart catheter. Follow-up clarified that the allegation was being made against the patient¿s pain stimulation therapy system. Further follow-up determined that the cause of the shocking/impulse sensation was not determined. The spinal cord stimulator (scs) was checked. The scs was reprogrammed and the patient recovered without permanent impairment. This event will be updated if additional information is received.